Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that a 00mlx mlx 300w xenon lightsource there was burning of the cable when used at 100%. Olympus cable was used. No patient injury/death was alleged.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection found no physical or visual damage on the mlx unit. Functional testing found the lamp ignited without any difficulty or clicking sound. The test fiber optic cable was used with the unit and there was no burning. There was no burning of the cable from the evaluation. The power entry module pull out when removing power cord. The sphere lens is loose due to the lens retaining ring being installed behind one of the two clips. Retaining ring was clipped into place and the lens is now secure and no longer loose. The unit was returned with power cord and a blue third party fiber optic cable. The power cord was functioning properly but the blue fiber optic cable was not working when tested.